Event description:
The customer reported that the insulin pump delivered more insulin than what she programmed. The customer stated that the insulin pump gave her 16.0 units of insulin and her glucose level dropped to 24mg/dl. The customer stated that she was not connected during rewind/prime. Troubleshooting was performed. The programming, time, and date on the insulin pump were correct. The customer stated that the insulin left in the reservoir matched to the amount of insulin in the status screen. Ran a displacement test and the test passed. The customer stated that the insulin pump was exposed to magnetic resonance imaging while she walked through the full body scanner at the airport wearing the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.